Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Further evaluation and a potential defibrillation threshold (dft) test were discussed. This device remains in service. No further adverse patient effects were reported. Additional information received details that calcification is suspected as the root cause of the issue. The device was reprogramed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Further evaluation and a potential defibrillation threshold (dft) test were discussed. This device remains in service. No further adverse patient effects were reported.